Manufacturer narrative:
The investigation into the delivery issue-anatomy has been completed. The impella product was not returned for evaluation. Per the clinical review, the root cause of the delivery issue - anatomy was most likely due to patient condition of diseased/small vessels.

Event description:
The user facility reported a 19-year-old female with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. Upon delivering the impella 5.5, the axillary artery was noted to be 5-6mm, but placement of 5.5 was still pursued. Due to small vessel, 8mm vascutec gel weave utilized and anastomosed onto vessel. Several attempts were made to get the 5.5 through. Additional, lubricating agents (viper slide and mineral oil) and local vasodilators (papvirne) were utilized to aid in the delivery of the 5.5. Ultimately, the vessel was too tight, and the decision was made to remove the 5.5 and implant a impella cp through the right axillary artery. No known patient harm or injury.